Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: - was there any change in the patient¿s post-operative care due to the prolonged procedure? - please provide lot number. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). ¿changes in postoperative care due to prolongation of the procedure: there were no changes. ¿lot number: av0757. ¿source/external person who provides the information: pharmaceutical chemist, responsible for the supply area ¿ (facility). The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 4 minutes, action taken when event occurred? Exchange suture, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent pterygium excision procedure on (B)(6) 2025 and suture was used. Suture failure is reported: when manipulating the suture needle, it is cut, preventing the surgical point in the pterygium of the patient's left eye. As a result, it was necessary to open an additional suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6,d4, h4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.